Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the seat upholstery is sagging due to normal wear and tear.